Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#((B)(4).

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with the result of 207 and 244mg/dl. The expected fasting blood glucose test result range is 160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6)2017, a back to back blood test was performed non-fasting by the customer and produced test results of 215 and 295mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history 1:205mg/dl (B)(6)2017 04:53:00 am fasting: yes. 2:207mg/dl (B)(6)2017 01:17:00 pm fasting: yes. 3:102mg/dl (B)(6)2017 01:30:00 pm fasting: yes. 4:174mg/dl (B)(6)2017 01:35:00 pm fasting: yes. 5:192mg/dl (B)(6)2017 06:50:00 am fasting: yes. Customer called in very upset and states his meter is giving erratic and high results. Customer states he ran a back to back test fasting on (B)(6)2017 with his one touch meter and obtained 122mg/dl and 244mg/dl with the true metrix meter. Customer was also comparing his meter to his doctor's meter and does not recall the meter and results but doctor suggests he needs another meter.